Manufacturer narrative:
The actual device was not available; however, a companion sample was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed including clear passage and pressure testing; the device performed according to product specifications. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a no flow issue was observed while a clearlink system continu-flo solution set was connected to a clearlink system secondary medication set running on a spectrum iq pump. This issue was observed 30 minutes after the start of a patient infusion of 500mg thiamine. There was no report of patient injury, or medical intervention associated with this event. No additional information is available.